Manufacturer narrative:
Testing and investigation found the device did not alarm with a 10/000 service alarm code; however, during a review of the device history a 10/000 service alarm code was noted. Further testing found both beeper wires were kinked close to the solder joints on the bottom printed circuit board, which may cause an intermittent audible tone during an alarm condition. The probable cause was damaged beeper wires. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during routine testing at the user facility, the device alarmed with a 10/00/000 (beeper error) service alarm code. It was unspecified if the device had an audible alarm tone. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No add'l info was provided.